Event description:
It was reported that the s-ICD will be returned for analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of stored device memory confirmed a memory anomaly followed by a device reset occurred and was determined due likely be due to a single event upset and was corrected following the reset. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Detailed analysis was unable to determine the root cause of the memory anomaly that was corrected by the device reset.

Event description:
It was reported that during a pre-implant interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, a do not implant message was observed. Boston scientific technical services (ts) requested a copy of device memory for analysis. Available information indicates this product has not been used for implant. There was no patient involvement. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the s-ICD will be returned for analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that analysis of this device was completed.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of stored device memory confirmed a memory anomaly followed by a device reset occurred and was determined due likely be due to a single event upset and was corrected following the reset. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Detailed analysis was unable to determine the root cause of the memory anomaly that was corrected by the device reset.

Event description:
It was reported that during a pre-implant interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer, a do not implant message was observed. Boston scientific technical services (ts) requested a copy of device memory for analysis. Available information indicates this product has not been used for implant. There was no patient involvement. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.